Event description:
It was reported that device interrogation revealed one charge that was interrupted due to possible high voltage damage. The patient was admitted and the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.